Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2082668. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Event description:
It was reported that 2 bd intima ii¿ IV catheters prn adapter had foreign matter on their needles. The following information was provided by the initial reporter, translated from chinese: "an operating room client discovers a foreign matter on the needle."